Manufacturer narrative:
(B)(4). This complaint is a report of use error and is therefore confirmed. A root cause for the use error was not determined. A batch review was performed for potentially associated lot numbers gd890426, gd890418, gd889493, gd888123 and gd887703 with no issues detected during the manufacturing process. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Event description:
This report was received via baxter (B)(4) which was initially received during a call with baxter customer service. This is a report by a consumer with supplemental information provided by a nurse in the (B)(6) of end of catheter replaced and cap not placed properly/patient made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date in 2010, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2012, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. On an unreported date in 2012, the patient recovered from the peritonitis. Outcome for the event was not reported. Dianeal therapies were ongoing. Concomitant medications were not reported. The pd nurse (pdn) reported the peritonitis was not related to dianeal therapies. On (B)(6) 2012 baxter (B)(4) contacted the nurse and received clarification indicating that, on an unreported date, the contamination occurred while the patient was placing or removing the minicap at the end of the transfer set. The pdn stated there was no product problem or product issue. The pdn did not have exact details, but verified that the patient made a use error of touch contamination. There was no allegation against a baxter product, device, or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.